Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a varicocele using pod packing coils (podjs). During the procedure, the physician successfully deployed and detached a ruby coil into the target vessel using only a non-penumbra diagnostic catheter. While attempting to advance a new podj out of its introducer sheath and into the catheter, the physician did not mention any resistance; however, the podj became stuck in its introducer sheath and was unable to advance out. Therefore, the podj was removed and the procedure was successfully completed using a new podj. There was no report of an adverse effect to the patient.